Manufacturer narrative:
Results: cracked headboard with sharp edges.

Event description:
It was reported by service report that the headboard was cracked with exposed sharp edges. It is unknown if there was patient involvement or if there were adverse consequences to report.